Manufacturer narrative:
Visual inspection of the returned device confirms it is missing both bearings. Device history record was reviewed and no discrepancies were found. The root cause is considered to be a design issue which was previously investigated and addressed through the CAPA investigation. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional information reported.

Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2019-05033.

Event description:
It was reported that the tibial articular surface provisional shim was discovered missing components. There was no procedure or patient involvement.